Manufacturer narrative:
The reported event of ail sensor failures file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. Review of the source device s/n 13999355 service history showed the device had a manufacture date of 1/22/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. "A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode." The customer stated that there was no patient involvement.

Event description:
The customer reported a high incidence of nuisance air in line alarms in which a cpc site visit was completed. Once the cpc site visit was completed, it was determined that a tpc site visit would benefit the customer. During the tpc visit it was reported that the customer was experiencing a higher number of ail sensor failures than expected. The customer has 47 pump modules that were affected by the 2016 ail sensor recall in which there were (B)(4) ail kits sold to the customer, as well as, (B)(4) new ail kits have been purchased at no charge by the customer. It was determined that the ail kits can be ordered at no charge to replace the total of 73 affected sensors. There was no patient involvement.